Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve was partially clogged. The valve was implanted on (B)(6) 2017, and it was explanted on (B)(6) 2020.

Manufacturer narrative:
UDI: (B)(4). The certas valve was returned for evaluation: failure analysis - the valve was visually inspected, a lot of biological debris was noted in the valve mechanism, the needle guard was raised, the silicone housing is damaged over the valve casing distal end, and needle holes were noted in the needle chamber. The valve was program tested and failed. The cam mechanism was stuck at setting 3. The valve was flushed; failed the test. An occlusion was noted. The valve could not be leak tested, reflux tested or pressure tested due to the occlusion. The valve was dismantled: biological debris were found on cam/ball arm assembly, on the ruby ball, on the rotation construct, and in the lower casing and the upper casing. The catheter was leak-tested; a hole was noted. Root cause - the root cause for the programming and flush test problems noted during the investigation was due to valve occlusion linked to the important amount of biological debris found on the cam/ball arm assembly, on the ruby ball, on the rotation construct and in the lower casing and the upper casing. The possible root cause for the issue reported by the customer was probably due to biological debris and protein buildup interfering with the valve mechanism and occluding pathway of flow.

Event description:
N/a.